Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported there was not a device concern or change in therapy. The patient reported they wanted better coverage. Their degenerative disc disease and multiple sclerosis were progressing. A previous program was "re-added" and they were reprogrammed to resolve the ins not working as well. The patient stated the ins not working as well had been resolved "as best we can accomplish." No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was retuned as it had not been working as well as it had in the past. The patient mentioned they were hospitalized for pulmonary embolisms, which were unrelated to the ins, and they noticed the ins issue when they got back from the hospital and turned the ins on. No further complications were reported or anticipated.